Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the hospital turned off their stimulator and they could not put it back on. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.